Event description:
The nurse reported, the surgeon injected sodium chloride in the anterior chamber without problem. The surgeon attempted to seal the incision with the same cannula. The cannula came loose, even though, the syringe had a luer lock. The patient's iris hemorrhaged on the left eye. The patient was not hospitalized, no unplanned surgical intervention was required, and no unplanned medical intervention was required. The patient's outcome was good.

Manufacturer narrative:
No sample is being sent for in house evaluation. The surgeon stated it is unknown if the product contributed to the event. The root cause of the patient event cannot be determined in this investigation. It has been determined that the 27 gauge anterior chamber cannula (lot 214699) was manufactured and accepted to the approved design and manufacturing specifications for this part.